Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported watchdog error which was reproduced upon power up. Evaluation determined the cause to be anomalous software. The processor board was reprogrammed and the software was updated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "watchdog error". There was no patient injury or medical intervention associated with this event. No additional information is available.